Manufacturer narrative:
Previous medwatch submission noted suspected lymphoma-alcl. Upon review of received pathology report, allergan medical safety determined that there is no malignancy.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and "being treated for alcl." Pathological markers(cd30) was negative. Device has been explanted.

Manufacturer narrative:
The events of capsular contracture and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture, baker grade iii and "being treated for alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and "being treated for alcl." Patient reported "joint pain, muscle pain and stiffness," and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Patient also reported "inability to walk, numbness in extremities, tingling in extremities, flu like symptoms, losing vision, seeing spots, memory loss, anxiety, suicidal thoughts, depression, sties in eyes, reoccurring staph in nose, chills, dizziness," these events are not related to the device. Device remains implanted. This record is for the left side.